Event description:
It was reported that the patients left ventricular (lv) epicardial lead exhibited high thresholds and was unable to capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)